Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the motor device had intermittent operations. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the connector body was loose and the wires were twisted causing intermittent operation. It was determined that this was due to user error by twisting the connector instead of just plugging it straight in and out. The assignable root cause was due to component damage caused by user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.